Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that one of the tips of the micro compression ft¿, titanium, 2.5 mm x 20 mm had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion; and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/27/2024, it was reported by a sales representative via email that an ar-8725-20h micro compression ft tip broke off in the patient. The broken fragment was not removed. This was discovered during a distal interphalangeal arthrodesis procedure on 3/27/2024. Additional information received on 3/29/2024: the case was completed using another ar-8725-20h micro compression ft. All the broken fragments remain in the patient's middle phalanx. The case was delayed an additional thirty minutes and additional anesthesia was administered.